Event description:
Rn opened package of primary IV tubing and noticed there was no roller clamp. No patient involvement with equipment. Manufacturer response for primary IV tubing, lifeshiled primary set (per site reporter): equipment failure reported to hospira customer service representative. Return kit and new product will be sent to facilitate return of defective equipment to manufacturer. Product sent back to manufacturer.